Event description:
The consumer reported receiving a second degree burn from the heating pad. The incident was reported to kaz by a third party. Burns of this nature can be caused by the consumer laying or leaning against the pad which is contrary to proper use instruction.